Manufacturer narrative:
As reported, a mynx vascular closure device (vcd) broke off in a patient. The patient had an additional surgery to remove the part that had broken off. The patient subsequently had two incision and drainages for infection which had developed. The patient is currently septic and non-responsive. The device was being used during a carotid stenting procedure. Other details were requested but not shared by the family member due to patient privacy. Additional information was requested but not available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿infection, sepsis, and mynx control system separated¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. In addition, limited information was provided regarding the incident. Information on the exact mynx device involved in the reported event was not provided. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site/surgical site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a mynx vascular closure device (vcd) broke off in a patient. The patient had an additional surgery to remove the part that had broken off. The patient subsequently had two incision and drainages for infection which had developed. The patient is currently septic and non-responsive. The device was being used during a carotid stenting procedure. Other details were requested but not shared by the family member due to patient privacy. Additional information was requested but not available. The device is not being returned for evaluation.